Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of abscess ¿ ndr is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the cheek with juvéderm voluma® xc and in the tear trough with juvéderm volbella® xc. The patient experienced ¿a lot of swelling¿ on one side of the cheeks. The event was a ¿tooth infection.¿ the injector was not sure if the event was due to the filler or non-device-related ¿tooth abscess.¿ the event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00591 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc.